Manufacturer narrative:
This event will be updated once the investigation is complete, trends will be evaluated.

Event description:
Allegedly, patient fractured her patella, on repairing the bone an infection was caused. (B)(6). Additional information received from distributor on 04/27/2021: allegedly, the patella was not revised, proximal edge of patella fractured from a trauma prospective, above the implanted poly resurfaced patella.